Manufacturer narrative:
(B)(4). Biosense webster field service engineer spoke to the lab manager and she told that the issue was not due to the biosense webster equipment and that they did not need the equipment serviced. The catheter was discarded by the or staff. Concomitant biosense webster products used during the procedure: carto rmt v8 system, model no.: m-5730-01, (B)(4); stockert 70 system, model no.: m-5463-01, (B)(4); cool flow pump,u.s. Ship kit, model no.: m-5491-02, (B)(4).

Event description:
It was reported that during a carto xp rmt afib procedure, the physician user was attempting to cross from the right atrium to the left using a bwi thermocool ez steer nav catheter and perforated the heart with the catheter. Rf energy was not being delivered at the time of the injury. The catheter could be visualized on fluoro as being completely outside of the cardiac border. The physician initially utilized trans-thoracic echo to monitor for effusion, but the patient's blood pressure dropped resulting in emergent surgical intervention. The bwi thermocool catheter was left in place to plug the hole where the perforation occurred and went to the or with the patient. An open chest surgery was performed following the suspected perforation. The afib procedure was already completed when the suspected perforation occurred. The patient was discharged home.